Manufacturer narrative:
Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd connecta¿ stopcocks' taps disconnected "from central venous catheter" during use and caused drug leakage that "was not possible to calculate".

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8256665. Our records show that this is the third instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the samples submitted for investigation, were subjected to functional and leakage testing; the results from these test found the devices free of any non-conformance or leakage. Unfortunately based on these results, the root cause for this complaint could not be determined at the conclusion of our review. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported disconnection and leakage issues, however all the samples were tested and didn¿t showed defects. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Process fmea (B)(4) and process eura (B)(4) were reviewed and there are proper controls in place to detect product malfunctions. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported that 2 of the bd connecta¿ stopcocks' taps disconnected "from central venous catheter" during use and caused drug leakage that "was not possible to calculate".